Event description:
Boston scientific received information that one day post implant, this right ventricular lead displayed loss of capture on the surface electrogram. In addition, threshold measurements had increased to 4.5 v @ 0.6 ms. The device was programmed to vvi 30 bpm. The following morning, capture was noted only at maximum pacing outputs of 7.5 v @ 2 ms. No asystole was observed. R waves were measured at 5 mv. Impedance measurements were acceptable. A chest x-ray did not reveal this lead was dislodged or had moved from the implanted septal location. Later that day, a lead revision was performed. Attempts to reposition this lead were unsuccessful due to unacceptable measurements. This lead was removed, replaced successfully and will be returned for analysis. Upon explant, visual observation revealed visible myocardial tissue on the helix. It was thought the tissue may have resulted in the poor measurements obtained during the revision. No adverse patient effects were reported. Post procedure, acceptable capture was obtained with the replacement lead after reconnection to the implanted device (ingenio: model k187, sn (B)(4)).

Event description:
- -

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation confirmed dried body tissue entwined in the helix mechanism. Resistance testing was completed to assess the lead electrial performance and insulation integrity. Measurements were within normal limits. Analysis could not confirm a reason for the reported loss of capture.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.